Event description:
It was reported that during implantation, a liner could not be locked into the shell using a liner insertion gun and was replaced with another liner. The liner was opened during the implantation step and inserted; no click was heard and a small gap was noted. The surgeon confirmed no soft tissue was interposed, removed the liner, and attempted reinsertion, but it still did not lock. A second liner was opened and locked successfully on the first attempt using the insertion gun. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in singapore. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.